Manufacturer narrative:
In-bo han 1, jong hee chang, jin woo chang, ryoong huh, sang sup chung (2009). Unusual causes and presentations of hemifacial spasm. Neurosurgery, 65(1):130-7. Doi: 10.1227/01.neu.0000348548.62440.42. As this serious injury event is considered one event identified by the dealer; only one MDR report will be submitted for the reported quantity affected of three for this event. As the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable.

Event description:
It was reported in an article in journal of ¿neurosurgery¿ titled "unusual causes and presentations of hemifacial spasm", approximately sometime post procedure out of twelve patients, one patient (17) had bilateral hemifacial spasm and two patients (20 and 24) had tic convulsif. It was further reported that the patient with bilateral symptoms and the two patients with tic convulsif underwent second-stage microvascular decompression surgery, achieved complete recovery and satisfactory results. However, the current status of the patient is unknown.